Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: na. Detailed description of event: when the sterile medical device was opened (suction irrigation set), we saw a hair that was half interior half exterior of the sterile medical device. Material not used. Additional information received by email from applied medical representative on 11-feb-2022: I didn¿t manage to reach the person in charge of the file. Normally, the defective device is sent back to amersfoort today. Patient status: na (no patient involvement). Type of intervention: material not used.

Event description:
Name of procedure being performed: na. Detailed description of event: when the sterile medical device was opened (suction irrigation set), we saw a hair that was half interior half exterior of the sterile medical device. Material not used. Additional information received by email from applied medical representative on 11feb22 I didn¿t manage to reach the person in charge of the file. Normally, the defective device is sent back to amersfoort today. Patient status: na (no patient involvement). Type of intervention: material not used.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection noted a hair taped to the open packaging of the unit, confirming the complainant¿s experience of hair. Based on the condition of the returned unit and the description of the event, it is possible the hair originated from an operator during the manufacturing process. It is also possible the hair entered the pouch after it was opened at the user facility. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.